Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic resection of lung tissue or lesions, when closing the right pulmonary vein, the clip did not pop out and got stuck when device was fired. The surgeon tried many times to fully grasp the handle of the applier, but still could not take it out. After nearly 2 minutes, the absorbable ligature clip was successfully popped out. There was no patient injury.